Manufacturer narrative:
(B)(4). Device evaluated by MFR: device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that the balloon ruptured. An offroad re-entry catheter system was selected for use. During the procedure, it was noted that the balloon burst on advancement. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.